Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during device preparation. Symptoms/ae: it was reported that during device preparation when the stent delivery system was being loaded on the guide wire, it was noticed that the stent was partially deployed. The device was not used and there was no patient involvement. Though requested no additional information was provided.

Manufacturer narrative:
Evaluation summary: the device was returned complete. There was a kink in the metal shaft. The stent was partly deployed by 7 strut rows. The stent was fully deployable and did not show any abnormalities. The tuohy borst valve was closed and the device was flushable. A guide wire was inserted from the distal as well as from the proximal side of the device without any abnormalities. A root cause for the premature stent deployment could not be determined. No evidence of a manufacturing issue was detected. Review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.